Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower adc device scan result compared to unspecified blood glucose reading obtained on an adc meter device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced headache and eventually lost consciousness. The customer then went in a hospital where an unspecified blood glucose reading was obtained on a healthcare professional (hcp) meter device. The customer received potassium provided by an hcp for treatment. There was no report of death or permanent impairment associated with this event.